Manufacturer narrative:
At the visit on site, the territory manager (tm) reproduced the scanner error "mes 81 - external energy sensor, misaligned or defective, continue with ok key". The tm replaced the scanner. The tm found the system to meet alcon specifications per service test protocol. The review shows that the laser was successfully verified prior to the date of treatment. No abnormalities that could have contributed to this event were found. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A refractive coordinator reported a scanner defective error message when the doctor pressed the laser pedal during a lasik procedure on a patient's right eye. The flap was made and once lifted under the laser, the error message appeared. Error message was cleared and treatment of the eye was successful. The patient is doing well but does note blurry vision with right eye at two day post operative appointment.